Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that skin reaction occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient developed a skin reaction that consisted of redness, inflammation, drainage, pustules and an infection at the needle puncture site. The patient went to a dermatologist the same day and was prescribed oral antibiotics (amoxicillin). No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.